Event description:
It was reported that the patient lost therapy months ago due to ipg reaching end of life. It is unknown if this occurred prematurely. As a result, surgical intervention wherein the ipg was explanted and replaced with a new ipg addressing the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.